Event description:
During in-house testing after repair of the unit's tape deck, the unit failed the alarm test and did not prompt "disconnect charger" when the charger was connected to the unit. The charger jack was found to be shorted causing damage to u18 on the upper board which caused the loss of the warning prompt.